Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a leak from the complete blood count (cbc) lyse restrictor line tubing due to a small slit at the fitting. The fse replaced the tubing to resolve the leak issue. In addition, the fse cleaned the bottom of the lyse and underneath of the instrument as well as what had leaked on the other pinch valves and tubings. The fse then performed verification of the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported 3 mls of clear fluid leaked underneath the flow cell of the coulter lh 750 hematology analyzer onto the countertop. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, glasses and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.